Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. The health care professional (hcp) stated that the section of the lead was retained inside the patient due to break in the lead above the ring electrode. There were no additional adverse effects reported. The product was explanted.